Manufacturer narrative:
Stryker determined that the cause of the reported issue was due to the membrane (on/off) switch, and replaced it to resolve the issue. The device passed functional and performance testing and was returned to the customer for use.

Event description:
The customer contacted stryker to report that their device powered on by itself. This is indicative that the keypad may be inoperative. In this state, the device may be unable to deliver defibrillation therapy if needed. There was no patient involvement reported during the event. Lp1000 power itself on reportable rationale: this was due to a potential electrical short in the lp1000 keypad. When that symptom occurred it was indicative that the keypad may be inoperative.

Event description:
The customer contacted stryker to report that their device powered on by itself. This is indicative that the keypad may be inoperative. In this state, the device may be unable to deliver defibrillation therapy if needed. There was no patient involvement reported during the event. Lp1000 power itself on reportable rationale: this was due to a potential electrical short in the lp1000 keypad. When that symptom occurred it was indicative that the keypad may be inoperative.

Manufacturer narrative:
A stryker service representative performed an initial evaluation of the customer¿s device and was able to verify the reported issue. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.